Event description:
Procedure type: orthopedic. According to the reporter: pa reported wound infection and small dehiscence after suture use. Washed out wound, removed suture, healed properly.

Manufacturer narrative:
(B)(4).